Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, then it will be submitted in a supplemental report. This is the same pt/event as MFR #2249697-2010-01545.

Event description:
Implant surgeon mr. Informed sales rep mr. That liner did not lock into tritanium acetabulum cpu. Primary operation was done by surgeon mr (B)(6) on (B)(6) 2010 and implants were (B)(4) lot mjd65w, (B)(4) lot 34177601 and (B)(4) lot mhke8k. Revision was done (B)(6) as pt had pain. Revision was made by surgeons. In this operation noticed that the liner was not locked into tritanium cup. New liner (B)(4) lot 33478501 was tried to use but did not locked in. All products took away and inserted new: (B)(4) lot mjh674, (B)(4) lot 34268201 and (B)(4) lot 34818503.